Manufacturer narrative:
User reported pad was used while sleeping and adhered to a thin washcloth. Instructions state: "2. Remove the paper from the adhesive backing to adhere the pad to clothing. Do not adhere the pad directly to the skin. Remove the pad immediately if it becomes too warm and uncomfortable." " if not used correctly, burns may occur." "Do not use on infants, on frostbitten or desensitized skin, while sleeping, on bruising or swelling that have occurred within the last 48 hours." Okamoto's testing of two pieces from the same package as well as eight retain samples from the same lot were tested and found acceptable based on the standard for temperature range, rise time and duration. While the company does not believe that the events described above constitute a 'serious injury' within the meaning of the regulation, the company has elected to submit this report.

Event description:
User stated she applied the pad to the skin on her neck over a thin washcloth and laid down on it to take a nap. When she woke up, she went back to the retailer to complain about the excessive heat and to get a refund. She learned the she had a burn blister from the store employee. User reported she did not read directions for use.